Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The customer found that the top of the control tube was full of blood after running it through the instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe wipe was clogged and was not cleaning properly, leaving excessive amounts of control material on the tube tops. The fse replaced the probe wipe and the instrument ran without any residue on top of the control tubes. The repairs were verified per established procedures. (B)(4).